Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed low battery. He changed the battery multiple time and it continues to prompt the customer with the time and date screen. Customer didn't clear the alarm and the device continued to alarm low battery. Customer then went to the store and bought new batteries and the device alarmed battery out limit. Customer's blood glucose was 220 mg/dl. The device wasn't alarming during the time of the call. Customer was advised to monitor the device and to call back if any issues occurred. The device is not being returned for analysis.